Event description:
The customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer verified the reported event. Review of the ventilator diagnostic log history noted occurrences of a +24/+-12 volt power failure and a ventilator restart. The hospital biomedical engineer replaced the power supply and power switch to address the reported problem. The hospital biomedical engineer reported post-service testing was performed and passed.

Manufacturer narrative:
(B)(4): power suppy; power switch.